Event description:
The stapler misfired during surgical procedure and cut the bowel, requiring an additional 5 cm of bowel to be re-sected. During side to side anastomosis, the initial firing of the stapler was without incident. The stapler was re-loaded and on the second use, misfired. The patient sustained an estimated blood loss of 100cc.